Event description:
Pump was placed on (B)(6) 2009, and removed on (B)(6) 2009. C-section pt presented with infection at post op visit. Catheter insertion site was indurated and purulent. (B)(6) reported on culture. Pt placed on antibiotics and received wound care.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device is not available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. A review of lot history found no other complaints for the reported lot. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.